Event description:
It was reported to rayner that when the loaded injector was placed in the eye and depressed, the trailing haptic was caught in the injector which resulted in the lens having to be cut out of the eye. An anterior chamber lens was then implanted due to possible weakening to the bag. About 20 minutes was added on to the operation time and sutures were required. The current pt condition is described as fine.

Manufacturer narrative:
This product is not distributed in the us, but rayner is reporting this issue since the iol is manufactured from the same material and has the same intended use as the c-flex injectable lens approved by FDA (B)(4), 2007. Discussion with the user facility suggests that the lenses are not being loaded in optimal conditions to ensure correct loading. Add'l training will be provided by the rayner sales specialist. Event has been assigned (B)(4).